Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal 500mcg/ml at 250mcg/day via an implantable device. The indication for use was intractable spasticity. The healthcare provider reported an empty pump alarm and that the pump read 0ml reservoir volume and there was 0ml in the pump when he aspirated the drug. The programmer showed 43.3ml dispensed since update. The healthcare provider did not have a session report from the last update to confirm the low reservoir alarm volume was supposed to be. Per the healthcare provider the patient never heard the alarm. The healthcare provider stated he thought the patient came in on the appropriate day. It sounds like the patient was not provided with the correct refill date at an appointment 3 weeks ago where the dose was increased from 175 mcg/day to 275 mcg/day. For the programming when the patient was receiving 175 mcg/day the low reservoir alarm date was early july. The healthcare provider stated that the patient was a little vague and stated he felt worse. The healthcare provider was going to refill the pump today.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.